Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn.

Event description:
Device report received from (B)(6), indicates a ti 95 degree condylar plate-18lo/l60 was implanted for osteosynthesis of a resection done in the femur due to osteosarcoma. It is thought the plate broke about 13 months post implant and was removed.